Event description:
It was reported that the product sent to repair center for product maintenance but as an outcome of the investigation, the complaint became reportable as the lid locking check failed due to the damaged lid seal. No consequences or impact to the patient attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2 - foreign - france. Review of the most recent checklist determined the lid locking check failed due to the damaged lid seal. The device was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.